Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy procedure, the jejunal anastomosis was suspected to have been performed with the intestine twisted. The surgeon made the decision to convert to open surgery when congestion was seen in the intestinal tract. This event was not related to the da vinci product. No post-operative complication was reported.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the jejunal anastomosis was suspected to have been performed with the intestine twisted. The surgeon made the decision to convert to open surgery when congestion was seen in the intestinal tract. On 30-sep-2020, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who was in contact with the surgeon, regarding the reported event: all of the anastomotic part was resected, and the reconstruction was performed once more. Since the blood flow returned to normal, the blood flow was not evaluated by echography. The surgeon noted that this event was not related to the da vinci product. No post-operative complication was reported after converting to open surgery.